Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was adjusted one week after implant. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.